Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 15 months ago. Aneurysm morphology from the time of implant or currently were not reported. The aortic neck was short, less than 15 mm in length and conical in shape. It was reported that at the time of initial implant the bifurcated stent graft was implanted lower then intended and an aortic cuff was placed. The patient returned for a follow-up and the bifurcated stent graft and the aortic cuff had separated resulting in a type iii endoleak. The physician implanted another manufacturer's bifurcated stent graft relining the entire talent stent graft system. No additional clinical sequelae were reported, and the patient is fine. (MFR report # 2953200-2010-01559).

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). (Aortic neck was short and conical in shape). (Inaccurate stent graft delivery). Evaluation, conclusion: (aortic neck was short and conical in shape). (Inaccurate stent graft delivery).